Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient believed he was experiencing a hypoglycemic event. The patient self-treated with 3 packets of sugar based on the cgm reading. He noticed that the cgm value remained low, the patient took a bg reading which was over 500 mg/dl. The patient decided to go to the hospital where the doctor disengaged the insulin pump. The patient was treated with intravenous saline. After some hours the bg reading decreased to 230 mg/dl. He was discharged in the afternoon of the same day. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.